Manufacturer narrative:
This issue was identified internally. There was no adverse event reported, therefore, patient ID and age are not reasonably known.

Event description:
This issue was identified internally. There was no adverse event reported, therefore, patient ID and age are not reasonably known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
An internal investigation was performed of events in which an operator may have transposed the height and weight of the patient, creating an unreasonable bmi. This event was identified during the investigation, not reported by the customer, therefore patient outcome is not available. Patient identifier and age are not available at this time. Protocol performed: therapeutic plasma exchange entered. (B)(6).